Event description:
The graft/anchor assembly was drawn through the femoral tunnel and as the surgeon "set" the anchor all arcs failed causing the graft assembly to slide back down the femoral tunnel. The loose arcs were retrieved and the anchor removed. The case time was extended by over three hrs.